Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, front panel screen blacked out due to a main board failure. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high flow insufflation unit front panel screen blacked out three times during an unknown treatment procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and on the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the image function not functioning properly may be due to the failure of the main board. However, the actual product was not returned, and olympus is unable to confirm the detailed status of the actual product. Olympus will continue to monitor the field performance of this device.

Event description:
According to the reporter, the event occurred on july 31, 2022, during a treatment procedure. The procedure was completed with the same equipment. There were no additional details regarding the patient or event reported.